Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was having pain around the pain pump area. The patient has had no falls or trauma. The pain around the pump had been getting gradually worse. Per the reporter they thought it was related to ¿gastro/intestinal¿ and brought the patient to the gastroenterologist. They did an endoscopy and a colonoscopy on (B)(6) 2017. The patient had an increase in the prialt on (B)(6) 2017 and after that noticed the patient had a gradual increase in restless legs and increase in leg pain becoming severe leg pain. Per the reporter the patient was having new pain that had been gradually getting worse and becoming severe. The patient was no having severe nerve pain in her back, legs arms and even nerve pain in the front. The pain was both in front and back. The reporter thinks there is maybe something wrong with the pump itself and or the placement of the pump. The patient was brought to the (B)(6) emergency room 4 times in the last month due to increase in pain. The patient¿s physician had put prialt into the pump after it was approved in (B)(6) 2017 and they have been slowly increasing the prialt. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-sep-06. It was reported that on an unspecified date, the patient's dose was decreased from 3mcg/day to 1.50mcg/day. The patient reportedly did well on prialt for one month, although she experienced nausea, weight loss and side/abdominal/groin pain in (B)(6)2017. During the titration (in 2017), the patient experienced shooting abdominal pain around the pump area and side pain under the rib cage. Gallbladder was suspected, but was tested and was found to be ok other than some sludge in the gall bladder and a slightly enlarged spleen. In 2017, the patient also experienced severe worsening of restless leg, and diagnoses of megacolon and gastritis via endoscopy/colonoscopy. The restless leg was so severe that the patient's mother had to sit on the patient's legs so the patient could fall asleep at night. The patient was reportedly treated with gabapentin (current dose: 1800mg nightly at bedtime). On (B)(6)2017, the patient received intrevenous immune globulin (ivig) with concomitant steroid (name not specified). During the night of (B)(6)2017, the patient had a severe reaction which included symptoms of severe left groin pain and the patient's body flushing bright red and hot (note: source information also specified that the body flushing bright red and hot first occurred on (B)(6)2017, which conflicts with this report). The patient was treated in the emergency room (ER) with steroid and was given a prescription for prednisone and the ER consulted with the patient's immunologist. The patient's mother suspected deep vein thrombosis (dvt) and pulmonary embolism (pe)as the patient's father had died of a blood clot, the patient had just received ivig (it was noted that this was linked to blood clots), and the patient was on birth control pills. On (B)(6)2017, the patient started prednisone and later experienced shortness of breath, high heart rate, high blood pressure, clamminess, and some flushing (these symptoms were described as heart attack-like). The patient also reportedly experienced improved, mid upper back pain and went to the ER. On (B)(6)2017, the patient reportedly collapsed and was advised to go to the ER. The patient was then diagnosed with a pulmonary embolism via ultrasound, and was hospitalized and treated with abdominal injection of a blood thinner and started on xarelto. It was noted that no dvt diagnosis was made. The patient was discharged from the hospital on (B)(6)2017. On (B)(6)2017, the patient experienced heart attack-like symptoms again, and went to the ER. On (B)(6)2017, all the patient's vital signs were sky high and the patient experienced pain in the left arm, so the patient went to the ER again. An electrocardiogram (EKG) was done and was reportedly fine. On (B)(6)2017, the patient hit their head and experienced a slight concussion, and went to the ER again. On (B)(6)2017, the patient continued to have pain over the pump area, experienced rectal bleeding, and couldn't put weight on their right leg. The patient went to the ER a gain and a rectal exam and blood work were done. Bleeding was determined not to be internal bleeding, but probably external around the anus. While in the ER, the patient almost collapsed because she couldn't put weight on the right leg. On (B)(6)2017, more blood in stools was noted so the patient went back to the ER where a computerized tomography (CT) scan of the abdomen was performed. Nothing was found. On (B)(6)2017, the patient experienced severe excruciating pain from groin to hip and lower back, so the patient went back to the ER where an ultrasound was performed and both legs and groin looked ok. It was noted that during the last 2 weeks, the patient's decreased appetite worsened, so the patient's total weight loss since starting prialt was brought to 22lbs. The patient reportedly had an appointment with the managing physician on (B)(6)2017. Additional medical history included an allergy to coumadin (per genetic testing), chronic lyme's disease, restless leg, suspected genetic clotting disorder, high epstein barr virus, high mycoplasma, high parovirus, bartonella stripes reactivated by lyme's and then treated with rifampin, enlarged atrium, and apnea treated with continuous positive airway pressure (CPAP). It was noted that this history all occurred prior to starting prialt. Relevant concomitant medications included birth control pills (recently discontinued in attempt to determine etiology of recent adverse events), limbrel for medical anti-inflammatory (took for one year and discontinued in attempt to determine etiology of recent adverse events), trazodone for sleep (discontinued), lunesta for sleep (discontinued), levothyroxine, cymbalta, gabapentin, and hydrocortisone (10mg daily in morning).